Event description:
The hospital reported that they could not connect a heater wire adapter onto the expiratory limb of the rt204 breathing circuit because the pins on the connector for the expiratory side were bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healtcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA.